Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's spouse that medical attention had been sought due to hypoglycemia. The patient's blood glucose levels dropped to 46 mg/dl while wearing the pod longer than 48 hours. Spouse called 911, paramedics came to the home and treated patient with the following: glucose gel, a candy bar, macaroni and cheese, peanut butter and jelly sandwich and 4 glasses of juice. The patient's blood glucose history is as follows: (B)(6).